Event description:
Luer came back cracked from dialysis unit.

Manufacturer narrative:
Lot history record review: the catalog number and lot number were not reported. A ship history was conducted and found the following lots of evenmore had been shipped to the facility in the last 6 months: catalog number 10303501 shipped lots 958849, 951716, 958709 and 958708. Catalog number 10303502 shipped lots 963080, 959336 and 958742. Catalog number 10303503 shipped lots 963131, r56925, 960550 and 958744/ nothing known to have contributed to the complaint was observed. The lot passed all specifications prior to release. Review of the returned sample: the complaint sample was returned for evaluation and was found to be cracked. The complaint sample was forwarded to martech for further evaluation. Conclusion: the complaint investigation is currently ongoing. The complaint sample has been sent to martech for further evaluation. Once martech has completed their investigation, a follow up report will be sent.